Manufacturer narrative:
The reported issue that device was damaged was confirmed through the service repair process. This reported issue and subsequent repairs were investigated through the service repair process. The two proximate causes identified for the customer report are as follows: power cord had physical damage. Battery pack had diminished capacity.

Event description:
It was reported that device broke (broken damaged).

Manufacturer narrative:
This reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The reported issue that device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.